Manufacturer narrative:
Title: bovine jugular veins versus homografts in the pulmonary position: an analysis across two centers and 711 patients¿conventional comparisons and time status graphs as a new approach citation: thoracic cardiovascular surgery (2016) (doi 10.1055/s-0035-1554962) authors: eugen sandica, dietmar boethig, ute blanz, rainer goerg, nikolaus andreas, haas kai, thorsten laser, deniz kececioglu, harald bertram, samir sarikouch, mechthild westhoff-bleck, philipp beerbaum, and alexander horke earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the comparison of bovine jugular veins versus homograft implanted in the pulmonary position. All data were collected from two centers between march 1984 and 2012. The study population included 711 patients (predominately male); 444 implanted with a bovine jugular vein and 267 implanted with a homograft. Among the patients implants with a bovine jugular vein the mean age was 10.4 ± 10.5 years and 20.9 ± 17.2 years among the patients implanted with a homograft. Adverse events after the implant of a contegra valved conduit included; endocarditis. Other adverse events included explanation, however the reason for explant was not provided. No additional adverse patient effects involving a medtronic product were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.